Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's energy selection was not working correctly (select 70 joules and get 50 joules). There was no patient involvement.